Event description:
It was reported that an ilet bionic pancreas displayed ¿unable to proceed alert 38 ¿ consecutive stalled motor¿ during a cartridge change, preventing completion of a dry run and blocking the press-and-hold action despite multiple restarts; a replacement device was arranged and the current device was shut down per instructions, with advice that data would not transfer and that the patient could continue using the cgm. Symptoms included no adverse clinical effects and a reported blood glucose of 146 mg/dl. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included customer service troubleshooting, device restart attempts, and guidance on shutdown and data handling. Investigation of this case revealed a device mechanical malfunction consistent with a stalled motor event within the pump mechanism, preventing insulin delivery operations. It was concluded, based on previously established findings for similar reports, that the cause was an equipment malfunction related to the pump motor system. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.